Event description:
Patient reported pain since right knee surgery. Patient has been doing physical therapy since surgery and says she has no relief. Patient says her left knee is 5 inches in diameter and right knee is 9 inches in diameter and there is no fluid to drain off. She is allergic to nickel and in a few weeks she will be tested for allergies to other metals. Patient wants to know what device is made of.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
Catalog, lot, expiration date, and manufacturing date updated. Corrected data: implant date. An event regarding pain and a possible allergic reaction involving a triathlon insert was reported. The event was confirmed. Device evaluation not performed as no device was returned for review. Medical records indicated that the patient documented allergy to nickel and is to undergo further testing to establish if she has an allergy to other metals. Clinician review of the medical records provided indicated that there is no evidence that the symptoms described in this obese patient with multiple systemic disorders are related to factors of faulty design, manufacturing, or materials of the components or an allergic reaction to them. DHR review was satisfactory. There have been no previous reported events for this lot ID. The reported event relating to the patients suspected allergy cannot be confirmed. Further tests are required to establish if the patient has an allergy to the implant materials. No further investigation for this event is possible at this time.

Event description:
Patient reported pain since right knee surgery. Patient has been doing physical therapy since surgery and says she has no relief. Patient says her left knee is 5 inches in diameter and right knee is 9 inches in diameter and there is no fluid to drain off. She is allergic to nickel and in a few weeks she will be tested for allergies to other metals. Patient wants to know what device is made of.